Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pwlvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full) surgery or date scheduled: (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain and abdominal pain . Quality-safety evaluation of ptc: unable to confirmed complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information updated. Case is incident. Previously reported event injury is replaced with new events: pelvic pain and abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (ess205) (batch no. B727086-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, fibroids, herpes nos, stress and incontinence. On (B)(6)2002, the patient had essure (ess205) inserted. In (B)(6)2009, the patient experienced autoimmune thyroiditis ("hashimoto's") and fatigue ("fatigue"). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral r). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain and abdominal pain had resolved and the autoimmune thyroiditis had not resolved. The reporter considered abdominal pain, autoimmune thyroiditis, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain and abdominal pain discrepancy noted in removal- (B)(6)2002 or (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Imaging procedure - in (B)(6)2002: total bilateral occlusion. B727086-not valid. Quality-safety evaluation of ptc: unable to confirmed complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') and pelvic pain ('pwlvic pain/pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, fibroids, herpes nos, stress and incontinence. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced autoimmune thyroiditis ("hashimoto's") and fatigue ("fatigue"). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral r). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain and abdominal pain had resolved and the autoimmune thyroiditis had not resolved. The reporter considered abdominal pain, autoimmune thyroiditis, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain and abdominal pain discrepancy noted in removal- (B)(6) 2002 or 24. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Imaging procedure - in (B)(6) 2002: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirmed complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs receive- new events abnormal bleeding (general), hashimoto's, dysmenorrhea (cramping), expulsion of essure device and fatigue were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.